Manufacturer narrative:
Unable to performed the displacement test due to unresponsive keypad. Insulin pump received with unresponsive keypad due to corroded keypad traces. Unit received with fading serial number label and damage keypad overlay texture. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.